Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device involved in the incident, it was observed that although the station had been refilled, the customer-reported system did not log any refill actions on the es server. This issue could not be reproduced during the evaluation. The technical support specialist (tss) ran the report on the es server, and it was not blank. The customer confirmed that the issue was resolved, and the reports were functioning correctly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medications had not crossed from the stations to the server, and the reports had appeared blank. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.